Manufacturer narrative:
The customer reported that the system tube was too heavy to move with increased resistance following a potentiometer replacement. As a result, the user has been on leave with acc nz (accident compensation corporation) for four days, receiving treatment from a physiotherapist and gp, and has been advised to consult a specialist following an MRI scan. The philips field service engineer (fse) visited the site to inspect the rails for obstructions; none were identified. Both lateral and longitudinal rails and castors were cleaned, and telescopic column tension was adjusted. Results were verified with the mrt and deemed satisfactory. The system was returned to full working condition. The complaint handling team, along with the system engineering team, analyzed the issue and determined that the root cause was spring degradation due to aging and prolonged use. As the spring force deteriorates, its capacity to counterbalance the suspended load is reduced. This requires greater manual effort to raise the tube, making the operation feel noticeably heavier and less ergonomic for the user. Under such circumstances, users should always contact philips service to perform spring balancer maintenance and restore proper balance. The system is currently fully operational without any issues. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Note: we have not completed our investigation of this event. Upon completion, we will submit a follow-up report. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The reported issue is that the tube is too heavy to move with increased resistance. As a result, the user has reported experiencing pain in the arms, shoulders and neck. The user has been on acc nz leave for four days, receiving treatment from a physiotherapist and gp, and has been advised to consult a specialist following an MRI scan. The full extent of the injury is currently under evaluation. Based on the available information, this issue has been determined to be a reportable event.